Event description:
It was reported that this left ventricular (lv) lead had stable impedances until earlier this month when the rose from 380 ohms to 600 ohms, and now again recently to out of range to greater than 2500 ohms. Review of the presenting egm found no observations of noise, however the lv capture could not be confirmed. Technical services recommended to bring the patient into the office for further evaluation. The system remains in-service, and no adverse patient effects were reported.